Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 218, 191, 172, 215 and 175 mg/dl. The customer¿s expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2025 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 218 mg/dl , date: on (B)(6) 2024, time: 8:33am fasting . Result 2: 191 mg/dl , date: on (B)(6) 2024, time: 8:00am fasting. Result 3: 172 mg/dl , date: on (B)(6) 2024, time: 8:00am fasting . Result 4: 215 mg/dl, date: on (B)(6) 2024 , time: 8:15am fasting. Result 5: 175 mg/dl, date: on (B)(6) 2024 , time: 8:30am fasting.

Manufacturer narrative:
Sections with additional information as of 26-aug-2024: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.